Event description:
It was reported to philips that the azurion device had a start up issue. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and reconnected a wire to the mainboard. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Fse found that issue was with x-ray pc. Fse reconnected the wire and mainboard, and cleaned the pc. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.